Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted lifecor customer support to report that the monitor would not power on. She stated that neither battery pack would start the monitor. She stated that when either battery pack was placed on the battery charger, the green light illuminated. Support sent the pt a replacement monitor.